Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 10. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, bleeding, increased sensitivity, abscess and fistula. No further patient complications were reported.